Event description:
The facility representative reported a flogard infusion pump that does not turn on. It is unknown when this condition occurred. Upon further investigation, the quality engineer has confirmed the reported condition as battery issue. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "does not turn on" was confirmed during evaluation by the service technician. The cause of the reported problem was definitively identified to be a swollen main battery. To resolve the reported problem, the main battery was replaced. Should additional information become available, a follow-up medwatch will be submitted.